Manufacturer narrative:
Review of pump data showed that a bolus of 2.18 units was requested and delivered at 6:20 pm on (B)(6) 2016 while the pump still registered 8.3363 units of insulin on board (iob). The total iob of 10.5 units decreased to 0 units by 11:00 pm. Pump data showed that the customer's blood glucose (bg) levels were 89-90 (mg/dl) between 3:00 am and 4:00 am on (B)(6) 2016. At 4:00 am, the basal insulin rates increased from 0.68 units/hour to 0.75 units/hour due to a preprogrammed time segment change. It is unknown why the user had a programmed basal insulin rate increase at this time. Pump data showed that the customer's bg levels decreased to 61 (mg/dl) by 5:59 am. A review of pump data does not suggest that a pump malfunction was the cause of the low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 (mg/dl). Customer stated that it was possible that they delivered too large of a bolus for dinner the night before. Customer consumed glucose tablets to treat their bg level. Review of pump data by tandem technical support did not reveal any abnormal findings. Recommendation was made to consult with health care provider to discuss diabetes management.